Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardiac monitor (icm) with several false pause episodes. Programming changes done to address the issue. Issue was resolved. Patient was stable.